Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on august with the following findings: the meter has passed testing with no faults found. The test strips have also been returned to lfs; however, testing is not required because the test strips were expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an inaccurate high issue with her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at approximately 6 pm. The patient obtained results of "285, 180 and 170 mg/dl" on the subject meter, which she felt were inaccurate high compared to her a1c result of 6.5%. She stated that she manages her diabetes with a combination of medication, victoza and glucotrol, and due to the alleged inaccurate high results, at 12 pm; she had less food and drink. At an unspecified time of the same day, after the alleged product issue occurred, the patient claimed she felt shaky. Reportedly on (B)(6) 2011, at 10:30 am, she visited the doctor's office and the patient was given a glucose test (result is unknown). It is unclear if this visit was in response to the alleged issue or the symptom experienced. It is also unclear if any actual medical treatment was given. During the initial call with customer service, the cca noted that the patient was using the correct unit of measure in the meter, and expired strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.